Event description:
On (B)(6) 2015 additional information was received from a healthcare provider (hcp) via a company representative. On (B)(6) 2015, the patient presented to the emergency room (ER) with the pump critical alarm sounding. The pump started beeping approximately three weeks prior with a single beep, then the multiple beeps. The patient had been dismissed from their managing physician and their last refill was in (B)(6) 2015. The patient was not going through withdrawal at the time. No diagnostics were performed. The patient was referred to her primary physician so a pain management physician could be chosen. The patient's status was reported as "alive- no injury."

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709, lot# l60027, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was reported regarding a patient receiving morphine (10mg/ml at 1mg/day) via implantable pump. The indications for use were failed back surgery syndrome with non-malignant and spinal pain. On (B)(6) 2015, the patient reported that the pump had begun alarming two to three days earlier, but she didn't have a physician to help with the pump refill. The patient had been dealing with issues finding a physician since 2000. It was indicated that there were no patient symptoms reported, though the patient reportedly sounded confused and was difficult to understand. On (B)(6) 2015, the patient reported that her pump had run out of medication on two days earlier and was empty. It was indicated that patient was fighting respiratory failure. The actions/interventions taken and patient outcome were not reported. If additional information is received, a follow-up report will be sent.